Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2015 due to the patient experiencing chronic pain and developing pleural effusion. The lead was also noted to have migrated. No additional information was available at this time.